Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® voluma¿ with lidocaine in the cheeks and chin. A few weeks later, patient experienced "swelling in all four areas that the dermal filler was injected", and "possible biofilm". Patient put on a course of antibiotics and antihistamines. Symptoms ongoing.